Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. The pump made a "screeching" sound accompanied by a loss of power. The malfunction occurred a week prior to the complaint and again the night before the complaint. This complaint is not being reported because the extent of the damage is cosmetic and therefore not likely to cause interference with insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.